Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified left forearm vein. A 4.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. Inflation was performed at 24 atmospheres (atm) and then at 13 atm for 60 seconds each respectively. However, during the second inflation, the balloon ruptured at the middle part. The device was removed, and the procedure was completed with a different device. There were no complications reported and the patient was in good condition post-procedure.